Manufacturer narrative:
An investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor kit expiration date is 30-jun-2024. The medical event associated with this case occurred on (B)(6) 2024 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. The reported product is not expected to be returned as reporter indicated the device was discarded. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported when wearing the abbott diabetes care (adc) device. The customer experienced symptoms described as pain, abscess, and infection at the sensor site and had contact with a healthcare professional who administered intravenous antibiotics for treatment. There was no report of death or permanent impairment associated with this event.